Event description:
During the atrial fibrillation (afib) procedure, it was reported the patient had a skin burn to the lower left flank area. This was notified by the physician. The power for the stocket was set at 30 watts. Duration and number of rf applications were unknown. The indifferent electrode was also used with the baylis needle for the transseptal puncture and it was also changed out 3/4 through the procedure due to the patient being diaphoretic. Additional information provided stated the burn classified as a 2nd degree burn. The burn was medically treated by using silvadene ointment and a wound check at 5 weeks post procedure. No hospitalization or extended hospital stay was required for the patient. The patient was expected a full recovery.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Ez steer thermocool nav 4mm: model #: na, lot #: na. Lasso nav eco: model #: d-1349-04-s, lot #: na. Soundstar: model #: m-5723-05, lot #: na. (B)(4).

Manufacturer narrative:
(B)(4). During the atrial fibrillation (afib) procedure, it was reported the patient had a skin burn to the lower left flank area. This was notified by the physician. The power for the stockert was set at 30 watts. Duration and number of rf applications were unknown. The indifferent electrode was also used with the baylis needle for the transseptal puncture and it was also changed out 3/4 through the procedure due to the patient being diaphoretic. Additional information provided stated the burn classified as a 2nd degree burn. The burn was medically treated by using silvadene ointment and a wound check at 5 weeks post procedure. No hospitalization or extended hospital stay was required for the patient. The patient was expected a full recovery. Customer stated this event was not related to any bwi equipment and the unit did not require service since it was working per specification. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.